Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went into diabetic ketoacidosis (dka) due to pump not delivering insulin. Customer reported "site issues"; however, no additional information was provided and contact was wondering if customer needed a new pump. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.